Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 434 mg/dl at the time of the call. The customer states that there is fluid/moisture in the insulin pump. The customer stated that their insulin pump was exposed to the fluids due to the rain. The customer was assisted with troubleshooting and the device passed the self test. The customer was advised to monitor the insulin pump for any further issues. The customer did not return the product back for analysis.